Manufacturer narrative:
The siemens customer care center was contacted by the customer. The technical solutions center (tsc) evaluated the instrument data and determined that optical cuvette number 92 was contaminated. The cause of the discordant calcium_2 results is unknown. The tsc instructed the customer to replace the optical cuvettes. The customer successfully repeated the sample(s). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium_2 (ca_2) results were obtained on multiple patient samples on an advia 1800 instrument. The customer provided one example of a discordant ca_2 result which was reported to the physician(s), who questioned it. The sample was repeated on the same system. The corrected ca_2 result was reported to the physician(s). The customer also provided an example of a falsely elevated ca_2 result which was not repeated, based on previously obtained lower ca_2 results. There are no reports of patient intervention or adverse health consequences due to the discordant ca_2 results.